Event description:
It was reported that the patient returned the physician's office six months post-op and complained of leakage when coughing/sneezing. Upon vaginal examination, the doctor noted a small piece of tissue which he thought was mucosal tissue protruding from the vaginal wall. When removed with forceps it was noted that tissue was a piece of implant measuring approximately 1cm long. The doctor did not believe the exposed tissue was due to erosion but instead, compared it to the body expelling a piece of the implant. There was no repair of the small hole in the vaginal wall that was the size of a pin head and it has since healed on its own. The patient is not experiencing any complications other than her incontinence is back, though not quite as bad as before.